Event description:
It is reported that a customer received a motor error on their insulin pump. The customer has a blood glucose level was 53 mg/dl at the time of the call. The customer states that they received a no delivery alarm and that their sensor is displaying a sensor glucose of 40 mg/dl but the customer does not feel low. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime a a33 test due to faulty sensor resistor. Unable to perform excessive no delivery alarms due to prime anomaly. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with the glucose sensor simulator and display the 100value properly on display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 131 mg/dl value properly from glucose meter. The sensor feature working properly. The motor was tested outside the device and passed.